Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a small bleed after the stage one implant procedure. It was noted the patient had a non-device related fall while in the hospital following the procedure, which the physician assessed as the likely cause of the bleed. The patient was admitted to the intensive care unit, and later transferred to a rehabilitation center.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7111942.